Event description:
It was reported that the device did not staple. The procedure was completed with another device. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.